Manufacturer narrative:
No additional information was provided regarding this case. Should additional information become available this investigation will be updated.

Event description:
It was reported ingevity leads were prone to perforations based on a report from another physician who communicated this information to the competitor sales representative. Additionally the physician who reported the perforation preferred passive fixation leads due to an isolated perforation case. This lead was explanted, and will not be returned as a boston scientific representative was not present at the revision procedure. No additional adverse patient effects were reported.